Event description:
It was reported that the patient experienced withdrawal, with under dose symptoms including sweating, dripping nose, agitated, and spastic. The symptoms were occurring intermittently; it occurred in september as well, and the patient was placed on oral baclofen. The patient started "doing better" so they were taken off the oral dose. A dye study was performed in (B)(6), and no issue was determined. It was also reported that the pump segment of the catheter was revised on (B)(6) 2011. The patient outcome was reported as "patient doing well" and receiving effective therapy. The drug in the pump was lioresal.

Manufacturer narrative:
Concomitant medical products: catheter: model# 8709, lot# j13101r12, implanted: (B)(6) 2006, explanted: unknown.